Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned and no part/lot number was provided. Without a lot number a device history record review could not be requested.

Event description:
Pt in a (B)(4) study was randomized to an alif, l5-s1 on (B)(6) 2002, with a hemilaminectomy and decompression at adjacent level l4-l5 completed on (B)(6) 2002. Pt returned to surgery center for 24 month check up and the x-rays on (B)(6) 2011 showed additional surgery not completed by the study group pt was enrolled in. Pt went to a different surgeon and a posterior spinal fusion at l4-l5 with transforaminal lumbar inter body fusion and decompression was performed in (B)(6) 2003. No synthes product was removed, pt still has continued pain.